Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the device could not fire. The reload was removed but the reload indicator was flashing green. The device was not used on the patient and another device was used to complete the case. There was no patient injury.